Event description:
Device 1 of 3. Ref MFR. Report: 1627487-2013-21292, -21293. The patient received two peripheral (off-label) model 3066 leads with the same lot number. It was reported the patient experienced headache and nausea a day after the trial procedure. On (B)(6) 2013, the patient still had a headache although the nausea symptoms were almost completely resolved due to prescription medication.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.